Event description:
The left femoral vein was accessed with a 4fr micropuncture sheath. A storq wire was advanced into the ivc under fluoro guidance. The denali ivc kit was opened. An 8fr sheath from the kit was advanced over the storq wire. A venogram was obtained through the flush dilator of the sheath. There was not resistance in initial placement of the sheath. With placement marked, the filter was introduced. The filter would not pass the external iliac vein in the pelvis. In the passage of the filter, the capture wire became dislodged. The filter and the sheath were then removed as a unit. This was an unexpected incident. The capture wire from the filter was visible in the pelvis on x-ray. The sheath was kinked and had a defect in it. Md attempted to retrieve the dislodged capture wire in the left pelvis with an endosnare. Despite multiple attempts at this, the dislodged wire was not able to be retrieved. As it did not appear to move at all during this process, md elected to leave it in place. FDA safety report ID #: (B)(4).